Event description:
It was reported that the patient underwent an orbital stimulation revision / lead revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3777-45, lot# v250981008, implanted: 2010 (B)(6), explanted: 2012 (B)(6); lead: model 3777-45, lot# v287713012, implanted: 2010 (B)(6), explanted: 2012 (B)(6); extension model 3708160, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); extension model 3708160, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); anchor model 3550-39, lot# n246974, implanted: 2010 (B)(6), explanted: 2012 (B)(6); anchor model 3550-39, lot# n246974, implanted: 2010 (B)(6), explanted: 2012 (B)(6); programmer model 37743, serial# (B)(4). Analysis of the neurostimulator model 37702, serial (B)(4), found no anomaly. Analysis of the extensions model 3708160, serials (B)(4) and (B)(4) found no significant anomalies. Both extensions were cut through and the products segmented. Analysis of the lead model 3777-45, lot v250981008 found no significant anomaly. The lead was cut through and the product segmented. Analysis of the lead model 3777-45, lot v287713012 found the #1 and #6 conductors were broken at the proximal end of the #0 connector, and the #6 conductor was broken at the electrode crimp sleeve. There were open circuits. Analysis of the anchors model 3550-39 both lots n246974 found no significant anomalies. In both anchors the silicone was cut.